Event description:
The following information was reported: deployed mx6721 on (B)(6) 2014 following procedure. Site looked/felt fine in lab after deployment. When patient got to the recovery area, a hematoma was discovered, approximately 8 cm x 8 cm in size. Approximately 20 minutes of manual compression was applied to resolve the hematoma. Patient was hospitalized. CT scan showed pseudoaneurysm the morning of (B)(6) 2014. They injected the pseudoaneurysm with thrombin twice, once on (B)(6) 2014 and once on (B)(6) 2014 which resolved it. Patient was discharged the morning of (B)(6) 2014.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. The review of the lhr (lot f1416402) indicated that the device lot met all established performance criteria prior to shipment.